Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that there was a blush type IV endoleak above the flow divider. No additional details have been obtained. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results inherent risk of procedure (endoleak, (cause of event is unknown.) Evaluation, conclusion: (cause of event is unknown).